Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 45 mg/dl. Patient's current bg: 114 mg/dl. Patient has treated with food. Customer reported that wakes up to a low every morning and about noon after breakfast I just crash down to 45 mg/dl. Based on customer report proceeding in troubleshoot per customer alleging possible pump over delivery. The insulin pump will not be returned for analysis.